Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that occlusion alarms occurred. Customer's blood glucose was over 600 mg/dl. A manual correction injection was administered to address bg. Customer changed supplies to address the occlusion issue.